Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device, the reported condition of handpiece heating up cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that "prior to surgery during testing, the handpiece device got hot while running." The reporter was unable to determine the precise date of this event. It is unknown if there was any delay in surgery. There was no patient involvement; no harm, adverse outcome or injury reported. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.